Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted anterior leaflets for a triclip procedure. During preparation of the triclip device, the clip opened during establish final arm angle (effa). The triclip was closed and the knob was going from neutral to open when the triclip opened to 15-20 degrees. Troubleshooting was performed unsuccessfully. The triclip device was set aside and another triclip was selected for the procedure. The procedure continued successfully, the final tr was grade 1. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.